Event description:
Customer reported she dropped the insulin pump and now the vibration is not working. Customer was exercising when she dropped the device. The drive support cap recessed. It passed the self test but it had no vibration. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.